Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and customer changed the infusion set site to address occlusion. Contact had no additional information regarding occlusions. Contact reporter pump was delivering extended boluses versus standard boluses. Contact reviewed customer's therapy timeline and found standard boluses were being delivered. Tandem technical support (cts) reviewed pump data and did not identify any extended boluses had been delivered. Cts followed up with the customer. Customer reported to have "figured out" the alleged issues and declined to provide further information or to troubleshoot. There was no reported impact to customer's blood glucose.